Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of addtl mfg narrative/corr. Data# field deem required. This is based on the internal evaluation. H10 previous addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop 600/400 surgical light. As it was stated, suspension arms were found to be corroded. There was no injury reported, however we decided to report the event in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to this corrosion. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse, as far as getinge is aware. The most likely root cause of this premature oxidation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incomplete drying after paint process would have led to the containment and oxidization under the paint. So far, all cases reported correspond only to the main arm sections manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop 600/400 surgical light. As it was stated, suspension arms corroded. Provided photographic evidence shows also signs of major paint chipping on the fork of the lighthead. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on information provided by getinge technician, spare parts necessary to perform the repair arrived on 22nd of november, 2020. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to this corrosion. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. A review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the occurrence of both issues is low. As stated by subject matter expert, the most likely root cause of this premature oxidation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incomplete drying after paint process would have led to the containment and oxidization under the paint. So far, all cases reported correspond only to the main arm sections manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. Subject matter expert also stated that the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. From january 2021 the volista standop light heads are equipped with these axles improved. To prevent any safety issue the user manual mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection. Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference (B)(4)) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If customer observes paint chipping or detachment, getinge recommends to stop using the device and contact getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Getinge became aware of an issue with volista standop 600/400 surgical light. As it was stated, suspension arms were found to be corroded. There was no injury reported, however we decided to report the event in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to this corrosion. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse, as far as getinge is aware. The most likely root cause of this premature oxidation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incomplete drying after paint process would have led to the containment and oxidization under the paint. So far, all cases reported correspond only to the main arm sections manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 9th october, 2020 getinge became aware of an issue with volista standop 600/400 surgical light. As it was stated, suspension arms corroded. There was no injury reported, however we decided to report the event in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.